Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the customer went to a store on a very hot a day, walked around awhile, his blood glucose got very low, he passed out, fell down and hit his head on the concrete floor. The customer had head swelling, had a surgery and then had a stroke. The customer's blood glucose was 200 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller was not using sensors. The caller agreed returning the insulin pump for analysis.